Manufacturer narrative:
.

Event description:
Caller reported a lab result of 128 compared to a freestyle reading of 169 mg/dl. Freestyle comparison readings were taken with results of 83 and 53 in back to back tests. Results vary more than the allowed 20%.